Event description:
A hospital in (B)(6) reported that an opt544 optiflow nasal cannula and the water bag expanded and then erupted and that the opt544 "popped off" of the rt202 circuit at the same time. No patient consequence has been reported.

Manufacturer narrative:
(B)(4). The complaint opt544 nasal cannula is en route to fisher & paykel healthcare (B)(4)for investigation. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint opt544 nasal cannula is en route to fisher & paykel healthcare (B)(4) for investigation. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the returned complaint opt544 nasal cannula and an extra set of nasal prongs were visually inspected. Result: the evaqua delivery tube was found to have been stretched and was longer than specification. There was no damage noted to the two nasal prongs. There was no occlusion found in the delivery tube or the two nasal prongs. Conclusion: the opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The tubing was found to be quite stretched along half of its length. This would not have happened prior to packaging as the bubble pack that encloses the product is designed to accommodate a precise length of tubing. It is therefore reasonable to assume that the tube was stretched while in use on the patient, possibly as a result of an occlusion. Based on the information we have received it is likely that an occlusion was the cause of the problem as reported by the customer. This is the only complaint of this nature that we have received for this product.

Event description:
A hospital in (B)(6) reported that an opt544 optiflow nasal cannula and the water bag expanded and then erupted and that the opt544 "popped off" of the rt202 circuit at the same time. No patient consequence has been reported.